Manufacturer narrative:
An event regarding loosening involving an unknown femoral component was reported. The event was not confirmed. Method & results. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product identification, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to loosening of the femoral component. The patient's size 5 cr femur, 4x13 cs insert, and size 4 tibial baseplate were revised to another stryker knee. There are no allegations against the insert. Rep reported that no further information is available.